Event description:
A malfunction alarm was reported during a pumping session with the customer's insulin pump, specifically alarm 20. There was no reported adverse impact on the blood glucose levels. The customer was unable to resume insulin therapy as the cartridge alarm recurred even after assistance from technical support. The technical support team decided to replace the pump. The customer was informed about using an alternative insulin delivery method through multiple daily injections (mdi) and was instructed on how to return the faulty pump using a pre-paid label, along with guidance on putting the pump into storage mode.